Manufacturer narrative:
The cause of the test measurements was consistent with a mix-up of sample tubes or the pour-over of an ethylenediaminetetraacetic acid (edta) tube into a serum tube. The investigation did not identify a product problem. The root cause was consistent with a preanalytic issue/sample handling at the customer's site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with calcium gen.2 (ca2) assay on a cobas 8000 cobas c701 analyzer. Initial result: 0.01 mmol/l. 1st repeat result: 0.04 mmol/l. On (B)(6) 2024 the sample was repeated for the 2nd time. 2nd repeat result: -0.02 mmol/l. The customer questioned the results as they looked very low/unbelievable, and therefore, no questionable result was reported outside the laboratory. The customer stated that the results were not accompanied by data flags although they were obtained below the measuring range (0.2 mmol/l).

Manufacturer narrative:
The ca2 reagent expiration date was not provided. The cobas c701 module serial number was (B)(6). Qc was within the assigned ranges on the day of the events. The investigation is ongoing.